Event description:
It was reported that the system displayed an error and would not display an image. No patient injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.